Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with vancomycin injection (1gm, intravenous, every 5th day, ongoing), targocid injection (1gm, intraperitoneal, once daily, ongoing), and amikacin injection (125mg, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from peritonitis. No additional information is available.